Event description:
The customer reported that the insulin pump alarmed check blood glucose and then the unit stopped responding. The blood glucose reading was 195 mg/dl. The patient stated that the issue with the keypad is the buttons are working sporadically. The customer did not recall any significant events that led to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.